Event description:
During a pedicle screw case in the lumbar region of the spine, a surgeon was using a ctl navigated driver to insert a taurus screw, when the tip of the driver broke off in the screw. There was no harm to the patient. The surgeon had to use a tulip head with a small rod in it to helicopter the screw out in order to place a new screw instead. The screw with the driver tip stuck inside of it was successfully removed from the patient without causing any harm. The surgery was delayed about 10 minutes to rectify the driver failure.

Manufacturer narrative:
Ctl amedica is currently evaluating the device subject to this report. A follow-up to this report will be submitted at the conclusion of ctl amedica's investigation.

Manufacturer narrative:
This is follow-up report 1 to MDR report 3009051471-2025-00006. Since the initial report, ctl amedica's engineering team has been evaluating the device subject to this report. The fractured surface was inspected and initially suspected to be caused by improper heat treatment. However, hardness testing performed on 07/21/2025 showed a normal range of hrc 43-46. Therefore, the exact cause of this failure could not be determined.the investigation findings and conclusion codes in section h6 have been updated for this report from the initial report.